Manufacturer narrative:
(B)(4). Date sent: 06/24/2021. Additional information received: this device can be returned for testing. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Date sent: 8/6/2021. D4: batch # unk. H6: component code =g04. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr60d reload was returned unfired with 8 double driver missing, making the reload non-functional. In addition the reload pan was noted to be partially dislodged at the proximal end form left side. No conclusion could be reached on what may have caused the reload pan to dislodge. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event.

Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished lot device number, and no non-conformances were identified.

Event description:
It was reported that during an unknown surgery, before using it on the patient, it was found that the cartridge was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.